Event description:
During a call to technical support, a patient's caregiver reported that the patient was taken to the hospital for hypoglycemia. The caregiver stated that it was uncertain if the patient was following meals/insulin regimen prescribed. She was discharged from the hospital with instructions to monitor blood glucose levels and follow diet/insulin regimen.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptom code for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the device did not cause or contribute to the event of hypoglycemia.